Event description:
Customer reported intermittent vote outs (nonnumeric results) for the differential parameters when using the coulter lh 500 hematology analyzer. The customer performed manual differentials for patient samples. There were no erroneous results reported outside of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, beckman coulter field service engineer (fse) evaluated the instrument and found nonnumeric results on all differential parameters. The instrument was also not draining all of the vacuum chambers. This was due to the lower front pinch valve actuators being either frozen or sticking once moved, [low] vacuum leak at count tubing on rbc (red blood cell) bath, salt buildup in high vacuum system, pressure line coming from the compressor was leaking and loose, and vcs (volume, conductivity, scatter) gains needed adjusting. The fse corrected all issues and ran verification. The parts had been damaged by fluid that had accumulated in the lh500 analyzer over time. The fse did not find any active liquid/fluid leaks. Failure modes identified were: actuators/pinch valve failure, low vacuum leak, clogged vacuum lines, loose pressure line, and vcs gains out of range. (B)(4).